Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited oversensing, which resulted in pacing inhibition. This observation was made during the implant procedure. The physician quickly reprogrammed the device to electrocautery mode, and pacing was restored. A guidant technical services (ts) consultant discussed possible sources for the observation, including a loose connection. The device/lead connection will be evaluated by the physician. There have been no reported symptoms associated with this clinical observation.